Event description:
It was reported that during a da vinci-assisted lobectomy procedure, a staple line bled. The surgeon reported that this event occurred while they were performing a division of the basilar pulmonary artery (pa) left. The surgeon said there were no errors or abnormal stapler behavior during this fire, but immediately after the stapler was unclamped, after completing the fire, the vessel bled. The surgeon reviewed a video of the event and reported that they noticed some staples from the previous fires, but that none of the staples appeared to obstruct the stapler fire. The surgeon reported inspecting this staple line after the fire was complete. The front surface of the staple line appeared complete, but the bleeding came from the posterior side of the staple line. The surgeon reported that "there was not a corresponding side branch in the area of this fire to suggest a possible avulsed branch." The surgeon reported there were some loose staples from previous fires as well as from this particular fire. The surgeon said these loose staples all appeared well formed and were left in the patient. The surgeon reported that about 70ml of blood was lost between the time of unclamping the stapler instrument, noticing the bleeding, and then clamping back onto the vessel to minimize blood loss. The surgeon reported that they retrieved 190ml of blood with a cell saver and reintroduced the saved blood to the patient. In total, 500ml of blood was lost due to this event (not including the saved blood). No blood transfusions were administered due to this event. The procedure was converted to open via thoracotomy and the pa was stitched to resolve the bleeding. The surgeon reported that they had anticipated a "near thoracotomy" conversion due to the size of the tumor being removed, however, the surgeon reported, they did not anticipate ¿a belled.¿ the patient was expected to be hospitalized for two days, however, due to this event, the patient was hospitalized for four days. The surgeon reported that this event had ¿no significant effects¿ on the patient¿s health. The surgeon said the patient¿s hospitalization was extended and they experienced increased post-operative pain due to this event. The surgeon reported that they do not have any concerns about this event causing any long-term complications with the patient. The patient has been discharged home with no post-operative complications. The surgeon said they are not sure if this event was caused by a mechanical issue or if it was related to the patient anatomy. The surgeon reported that the vessel was ¿tented superiorly¿ and that this ¿may have produced increased tension along the posterior aspect of the stapler.¿ the specimen side of the vessel was reportedly closed and did not bleed after the staple fire.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication is unknown. Isi received the white stapler 30 reload involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported event. Upon visual inspection, the returned reload appeared to be completely fired with no damage found. There were no malformed staples and no pusher damage found. The root cause cannot be traced to device. A follow-up MDR will be submitted if additional information is obtained. Isi received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported event. The instrument was placed and driven on an in-house system. The instrument passed initialization, and recognition and engagement tests. The instrument jaws opened and closed properly, and the instrument moved intuitively with full range of motion in all directions. The instrument clamped, fired, and unclamped successfully twice. No malformed staples or incomplete firing were observed during in-house testing. Visual inspection was performed and no damage was observed. The root cause is non-device related factors. An isi senior failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: the logs show that curved-tip stapler 30 instrument (part #470530-08, lot #t10200731-0077) was installed 3 times and fired 3 reloads (all white). All firings were completed per the logs. The first install had 2 incomplete clamps, but there were no incomplete clamps on the other two installs. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. No complaints have been created for any of the other instruments used during this procedure at this time. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted lobectomy procedure, a staple line formed by a stapler 30 reload bled after completion. As a result, the case was converted to open surgery and the vessel was sutured. The cause of the intra-operative complication is unknown.